Event description:
Info rec'd indicates the siderails are not latching.

Manufacturer narrative:
The technician found the siderail latches were worn. He replaced the four siderail latches to repair the bed.